Event description:
One year old infusing tpn via gemstar infusion pump reported fluid leaking from the filter. No adverse events have been reported to date. Pt's father discarded the tubing reported to date. Pt's father discarded the tubing (unretrievable) when the leak was discovered. Only tubing lot in the home was 27053-5h. No significant therapy loss was identified. Rx details: total parenteral nutrition IV over 18 hours daily (see rx). New tubing spiked in each daily bag prior to infusion. Tubing will be saved if add'l leaks occur.